Event description:
Endoscopic bipolar instrument was smoking when activated, noticed before any harm to pt and stopped use. This has occurred with three separate pts on three separate dates (B)(6), with all the same lot number: 1109400129. A second bipolar instrument was pulled with lot#: 1216300120 that smoked when activated, so use was stopped. Also see (B)(4). Reason for use: congestive heart failure.